Manufacturer narrative:
Philips service replaced the halogen bulb 22,8v/50w and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the cold light lamp bulb burnt out on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.